Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was experiencing intermittent power and would often reset. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during investigation, the pump powered on in accordance with normal operation. A review of the pump history showed no alarms related to complaint. Multiple pump reboots associated with resetting were observed in black box. There was no evidence of power interruptions observed. The battery compartment was found to be intact with no cracks observed. There was no evidence of moisture contamination inside battery compartment. The battery cap was able to fully tighten and a power loss was not observed during testing. The battery cap height and width measurements were found to be within specifications. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The issue of intermittent power was not able to be duplicated during the investigation.